Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the needle used to insert the lead was being sent back to the manufacture for analysis. The patient's indications for use were reported at complex regional pain syndrome and sciatica. The serial number of the ins was provided. No patient complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep)regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that during the implant surgery, the electrodes were getting caught in the needle which prevented the lead from being advanced or pulled back through the distal tip of the curved needle. The rep also reported that there was an out of range impedance on contact 0, even though all impedances were within normal limits intra-op after connecting to the battery. There were no factors identified that might have led or contributed to the issues and troubleshooting was not performed. To resolve the issue, it was noted that the hcp used a 3550-14 and the issue resolved. The patient was alive with no injury and there were no further complications reported or anticipated.

Manufacturer narrative:
This report is a correction. No further regulatory reports will be submitted under report number 3007566237-2018-00337. If additional information is received it will be captured in regulatory report 2649622-2018-08985. If information is provided in the future, a supplemental report will be issued.